Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model epk-i5010-us is available in the USA with 510k number k182004. Evaluation summary: it was caused due to a fluid damage in the cmos module. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of reprocessing. There was no report of patient harm. Date of event not known for the exact date, we just know the year the complaint was sent in to manufacture. Peeling of the paint on the housing of the epk-i5000 used since 2016. This does not happen on the epk-1000, used since 2007. Melsept (sf) is used for wipe disinfection for both processors. This chemical is not conform to the IFU.